Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. G2; foreign country - australia if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was reported during surgery that the ratchet on the mesher is not working as it is not passing the graft through, when you pull the handle forward and then go to ratchet to continue the graft forward it is not doing so. It was able to perform the up and down motion and was noted that the rachet was stuck on the mesher. There was no harm or delay reported. Due diligence is complete as there is no additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.